Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) rec'd an scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's ipg showed a "low battery" message on several occasions. It was reported that based on the pt's stimulation parameters, the message was most likely related to battery passivation. The low battery flag was allegedly cleared. No further pt issues were reported.